Manufacturer narrative:
Report date: 16apr2019. Manufacture date: 15mar2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised that some times performing the touch screen calibration can resolve touch screen issues. The customer performed touch screen calibration and the unit is working fine now. The customer agreed to return the unit to service and monitor the issue. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported touch screen failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.